Manufacturer narrative:
Additional information: b5, d4 (lot #, unique identifier (UDI) #, expiration date), d9, h3, h4, h6, and h11 (remove from previous h11 "d4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter."). B5: upon additional information, 'additionally, a hole was observed on the tubing'. H4: the lot was manufactured between june 7, 2024 and june 11, 2024. H11: the actual device was received for evaluation. Visual inspection of the actual sample observed that a segment on the tubing line has been damaged. A functional flow test was performed by filling the unit with dextrose solution; a leak was observed at the damaged area on the tubing line. Further inspection revealed indentation marks from the manufacturing flow wrap sealer equipment on the damaged area of the tubing. The reported condition was verified. The cause of the condition is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was unable to push the diluent/fluid through the tubing. It was suspected that there was restriction along the tubing. There was no flow even after two hours. This was noticed before use. There was no patient involvement. No additional information is available.